Event description:
Caller reported back lines on screen, which affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issue.